Event description:
The facility's technician reported an infusion pump with an 810:04 failure code. The technician stated they have no record of any patient incident involving the pump since the last baxter service event. Device failure occurred during patient use. There was no patient injury or medical intervention during fialure. Baxter requested specific patient information regarding whether medication was being infused, infusion rate, volume to be infused, bage or syringe use, and tubing, but no additional information was available.